Event description:
The complainant stated there is an issue with the base middle beam. The gear rack is worn which is allowing the legs of the lift to open too far.

Manufacturer narrative:
The account replaced the worn gear rack to repair the lift.